Event description:
It was reported that during an unknown procedure, the clamp arm could not be closed completely. Another same like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the device was returned in good visual condition. No functional test could be performed, as the clamp arm did not close. The device was disassembled to verify the condition of the internal components and it was noted that the rotation knob was broken at the pin hole interface, not allowing the clamp arm to properly open and close. In addition, the damage to the rotation knob affected the interface between the hand piece and the device. This could have resulted in an error code or solid tone. No conclusion could be reached as to what caused the damaged rotation knob pin hole.